Manufacturer narrative:
(B)(4). The device was received in good condition, however the device was very dirty. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing the jaws opened and closed without difficulty. There were no issue with the jaws.

Event description:
It was reported that during a total abdominal hysterectomy procedure the surgeon was using the device on tissue; five minutes into the case he was clamped on tissue advancing the blade and the device jammed and would not open. He used a heaney clamp to hold the tissue and cut around the device to remove it. He then used another device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.